Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. In additional there were several episodes of noise on the right ventricular channel marked as ventricular fibrillation/ventricular tachycardia. The rv lead did not capture, thus the device was reprogrammed to left ventricular pacing only and the duration was extended of the ventricular fibrillation and ventricular tachycardia zone.